Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump and cartridge. Meanwhile, the customer will use a backup method, mdi, to ensure continued insulin delivery. Instructions were provided to put the old pump into storage mode before returning it to the manufacturer, and the customer acknowledged understanding the guidance.